Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the patient experienced pain / non-auditory sensations with the device use. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.